Event description:
The nurse in the treatment room was assisting the doctor with a patient. The ceiling exam light was repositioned to allow the doctor to debride the wound. The nurse was holding part of the light when the light came crashing down onto the doctor's back portion of his head. The patient was not hit by the exam light. The doctor's head inspected for bleeding, none found. There was redness and bruising. Ice was placed on the injured area. Encouraged the doctor to have his head examined by healthcare provider and he refused. Call to risk management and biomed. The light was removed from exam room by nurse and tagged.======================manufacturer response for centurion exam light, centurion exam light (per site reporter).======================working with alm to find part number of the snap ring. Its look like a snap ring broke to cause light to fall.